Manufacturer narrative:
Medivators has requested that the customer return product for evaluation if available. The investigation into the reported event is in process; a follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that during patient procedures including use of the defendo valve kits, there is too much suction causing the endoscopes to suction to the mucosa resulting in procedure delays. No report of injury.

Manufacturer narrative:
The product subject of the event was not returned for evaluation. Without the returned product, a root cause could not be determined. The device history record (DHR) was reviewed and no abnormalities were noted. There have been no other complaints associated with this lot. To date, there have been no additional reports of this issue from the customer.